Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11-jun-2026, arthrex became aware via literature published in orthopaedic nursing titled ¿walking the tight rope for a diagnosis: a case report of a dermatological enigma of surgical device nickel allergy¿ of an adverse event associated with an arthrex mini tightrope® device used in a thumb cmc reconstruction procedure. The report describes a patient who developed a progressive pruritic rash, tenosynovitis, and swelling beginning two weeks postoperatively, which later became systemic and severe. Metal patch testing confirmed hypersensitivity to nickel and chromium, consistent with implant materials. The device was surgically removed approximately 8 months post-implantation due to suspected allergic reaction, with intraoperative findings noting localized tissue reactivity. Symptoms persisted for several months post-removal before resolving; however, residual hand dysfunction remained. The event was attributed to a type IV hypersensitivity reaction, and no device malfunction was identified, as the event was associated with a patient-specific metal allergy.